Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that after the intraocular lens (iol) implantation surgery, the lens was explanted and replaced with another lens during the secondary procedure due to unspecified issue. Additional information was received stating that, the patient experienced significant vision issues in her right eye. After a brain scan and additional testing the results was normal. It was determined that the lens was defective.